Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6931-58 lead implanted 2007 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance spiked with short atrial episodes showing noise and oversensing. The ra lead also had low impedances. The ra lead remains in use. No patient complications have been reported as a result of this event.